Event description:
A surgery supervisor reported the intraocular lens (iol) was exchanged for a different model and power iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 10/12/2011, 10/19/2011 and 10/28/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).